Event description:
During a follow up phone call on an unrelated event baxter product surveillance was informed by the home patient's nurse that the home patient (hp) was diagnosed with peritonitis in 05. From the gram stain it was identified as gram positive cocci clusters. (The name of a bacterial strain was not identified.) The patient was treated with vancomycin ip 2g four doses over five days and gentamicin ip 40mg four doses over a five days period. The nurse explained that the home patient is a bi-lateral amputee and is on pain medication. The hp has phantom pain and has told the nurse that they take more than the prescribed dose of percocet (7.5mg as needed every six hours). The nurse stated that the exit site looked good and they described the hp's aseptic techniques as so-so. The patient had recovered from this episode of peritonitis. However, the nurse did indicate that currently the hp stated they have cloudy effluent and has told the hp to come in for testing.